Manufacturer narrative:
(B)(4).

Event description:
It was also reported that since the leads were switched in the header the right ventricular lead, (in the left ventricular port) has had varying capture threshold and the impedance is consistently high.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: 4194 lead, implanted (B)(6) 2006. (B)(4)

Event description:
It was reported that there was a lead integrity alert for high rate non-sustained episodes and a high number of sensing integrity counters occurring on the right ventricular lead. The oversensing occurred during lead impedance measurements testing.the patient underwent a device changeout shortly after this, at which time the left ventricular and right ventricular (rv) leads were switched in the device header so that any potential oversensing from the rv lead would not inhibit pacing. When the patient was seen in the clinic for follow up, one episode of high impedance was recorded. The lead impedance has since returned to baseline. The lead remains in use and will be monitored. No patient complications have been reported as a result of this event. <(><<)>end>